Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 25 january 2017. The representative was unable to replicate the reported issue. Log analysis by the representative found error messages in the system that could be linked to the reported issue. The errors have not repeated since the system home was invalidated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door on the imaging system delayed opening. The site invalidated the home and the system functioned as designed. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.